Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during machine set up for a navio assisted tka surgery, the error "camera infrared failure" came on the screen. Even after clicking on the "dismiss" option, the error persisted. The procedure was completed with the same device without delay. The patient was not harmed.

Manufacturer narrative:
H3, h6: the ndi camera polaris spectra, part number pfsr200027, serial (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The camera was connected to a navio system and the infrared lamp failure error presented during case setup. The camera was connected to the ndi toolkit and the camera event log identified multiple infrared failures. The event log is attached. The most likely cause is a failure of the internal infrared led board(s) of the camera. The camera is an OEM product and cannot be disassembled further to arrive at a root cause. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Additional data: d10.